Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that the x issue was due to a malfunction of the sync button (a 6:2 error was found in the hardware log, with no response from the sync button). The fse checked the sync button, and the response was normal. The device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an x on the device. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.